Event description:
It was reported that the insulin pump gave a button error alarm. The customer had not pressed any button for more than three minutes. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a button error alarm due to corroded keypad traces. The unit also had a cracked case at the display window corner, a cracked reservoir tube lip, a missing end cap sticker, detached end cap, scratched lcd window and broken battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.